Event description:
Rn attempted to suction trach and had difficulty obtaining secretions and passing the catheter. Infant decompensated and CPR initiated. Once trach changed, saturation improved and pt recovered. FDA safety report ID# (B)(4).